Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery. Pre-dilatation was performed with a voyager balloon, and an attempt was made to advance the xience v stent delivery system (sds); however, resistance was noted with the non-abbott guide wire and the sds could not cross the lesion. The voyager balloon was delivered again for additional dilatation. Another attempt was made to advance the xience sds; however, the device met resistance with the guide wire during advancement and removal, and the distal shaft of the sds kinked. The xience was removed, and a non-abbott stent was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and on the distal shaft, consistent with the stent delivery system (sds) advanced over a guide wire into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was kinked 15.7, 16.7, and 18.2 cm distal to the strain relief tubing, confirming the reported kinks. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The reported difficulties were unable to be confirmed as a new guide wire was advanced through the guide wire lumen and removed without any resistance noted. It is likely that as resistance was encountered with the guide wire, the shaft was inadvertently handled, resulting in the hypotube kinks. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The reported difficulties with the guide wire were unable to be confirmed and the reported failure to advance and kink appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for difficulty removing the guide wire for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for damage. All stent delivery systems are 100% visually inspected and checked for proper guide wire movement on the manufacturing line.